Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support informed the customer the strong possibility that the wall air pressure did not drop below the 19 psi needed for the compressor to kick in. Instructed the customer to perform an ovp (operational verification procedure) on the unit if it meets specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator did not change over to compressor on loss of wall air when hospital air system went down. As of this time there is no information about patient involvement associated with this reported event.